Event description:
On 5/14/84 an ipp device was implanted. On 5/4/88 the cylinders were revised. On 9/13/89 the connector was revised. On 12/22/89 the cylinders and pump were revised. On 11/6/92 the cylinders were revised. On 4/9/97 the cylinders were removed from the pt and replaced, reason not indicated. Add'l info received on 6/30/97 indicates aneurysm and impending erosion.